Event description:
Customer reported not being able to test his blood glucose with their freestyle meter upon test strips insertion. Customer reported experiencing symptoms of stomach cramps and having fruity breath. In addition, customer stated that he had an episode of diabetic ketoacidosis before and he decided to go to the hospital due to similar symptoms. Customer reported this incident while he was waiting in the emergency room. There is no report of diagnosis and treatment at that time of reporting.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.